Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep trouble shooted the unit and ordered a keyboard. The keyboard and mouse were replaced. The system operates as intended.

Event description:
It was reported that the etrak 2500p system would not boot prior to a case. The patient was not in the room at the time the incident occurred.